Event description:
Customer reported visiting the emergency room due to a diabetes-related issue while using a pump and related supplies for insulin therapy on 7/6/2025. The customer¿s blood glucose (bg) level was displayed as ¿low¿; however, a specific value was not provided. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.